Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously low platelet (plt) result generated by the coulter lh500 instrument for one patient. The initial sample collected in a microtainer tube was tested for plt and a result of 44x10^3cells/¿l was obtained. The result was reported out of the lab and questioned by the nurse. The patient was redrawn in an edta vacutainer tube and plt result was 163x10^3cells/¿l. A) a corrected report was sent out. Based on available information, there was no effect on patient treatment.

Manufacturer narrative:
Qc was run before the event and recovered within acceptable ranges. The instrument is currently within qc specifications with respect to controls and reproducibility. A field service engineer (fse) was dispatched: a) the fse verified the instrument performance and found no instrument problems. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.